Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing compounded baclofen (1600 mcg/ml at 280 mcg/day) and dilaudid (hydromorphone) (6000 mcg/ml at 1049 mcg/day) via an implantable pump for non-malignant pain and intractable spasticity. It was reported that the patient experienced increased pain, increased spasticity, and signs of withdrawal. It was determined that they had a motor stall on (B)(6) 2022 at 6:04 with a recovery at 17:13 and a second motor stall on (B)(6) 2022 at 21:48 with no recovery. The patient denied any strong electromagnetic exposure to pump. They had gotten magnetic resonance imaging (MRI) in the past with an expected motor stall <(>&<)> recovery but this was not the case on either of the days with the motor stalls. No diagnostic/troubleshooting was performed. The pump serial number did not fall under any of the warnings the company representative (rep) had received on serialized pumps in the past. Technical services reviewed relevant actions since implant date but it was not on any specific list, however it was manufactured before any of the updates to prevent motor stalls. The rep stated pump was showing an estimated elective replacement indicator (eri) of (B)(6) 2023. The pump was replaced on (B)(6) 2022 and the event was resolved. Rep would be sending it back for analysis. Other medications the patient was taking included hydromorphone pills, methadone, wellbutrin, baclofen pills, synthroid, xanax, microdantin, dilantin, elavil, cozaar, zanaflex, and eszopiclone. Their medical history included cerebral palsy, migraines, back injury, scoliosis, insomnia, hypertension, chronic urinary tract infection, and depression.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿, ¿motor gear train anomaly ¿ stall due to shaft/bearing¿, and ¿pump failed lab dispense test ¿ above spec¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.